Event description:
It was reported that this device had reverted to safety mode during an in clinic follow up visit. The patient became symptomatic to the av dyssynchronous pacing. A health care professional (hcp) planned to admit the patient to the hospital for urgent device replacement no additional adverse patient effects were reported. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is expected to be returned for evaluation. This investigation will be updated should further information be provided.

Event description:
It was reported that this device had reverted to safety mode during an in clinic follow up visit. The patient became symptomatic to the av dyssynchronous pacing. A health care professional (hcp) planned to admit the patient to the hospital for urgent device replacement no additional adverse patient effects were reported. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.